Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. The device had a motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. No physical damage noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.